Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following incident description: panel connection loss very intermittently displayed. While troubleshooting, determined that o2 key on front panel not functional. No patient involvement.